Event description:
An hmrx device was implanted in a pt on (B)(6) 2014. The pt began feeling the impingement of the implant. The x-rays, show that the screws which hold the implant in place were omitted by the surgeon when the device was originally implanted. A subsequent surgery was performed on (B)(6) 2014 and the surgeon was able to place proximal locking screws to lock the implant in place, preventing future proximal migration.

Manufacturer narrative:
The pt's x-rays confirmed that the surgeon did not place the proximal or distal locking screws into the hmrx device when he implanted the pt on (B)(6) 2014 as per the IFU and surgical technique guide. Subsequently the implant migrated proximally, and the pt began feeling impingement from the implant protruding into her deltoid muscle, leading to the subsequent surgery to place proximal locking screws that locked the implant in place. Sonoma's IFU and surgical technique guide clearly specifies placing the proximal and distal screws. Per the IFU, use of the locking screws is necessary for rotational stability. The surgeon did not follow the instructions for use and failed to place locking screws proximal or distal, leading up to the subsequent surgery. In the subsequent surgery, the surgeon only placed the proximal screws and did not place the distal screws based on his decision that neither the implant nor the distal fragment would migrate distally. It was his decision to proceed with only placing the proximal screws.